Manufacturer narrative:
The device referenced in this report has been returned to olympus (B)(4) for eval. Based upon the eval, biopsy channel was squeezed or kinked. Furthermore, a slight signs of usage in the channel were observed but no residues were visible. Additionally, it was found that the insertion unit was not an original olympus spare part. The subject device was repaired by a third party on 03/18/2014. The instruction manual of this device describes a validated reprocessing procedure. The subject device was tested negative for contamination. Based on the info available, the exact cause of the bacteria detected from the patients cannot be conclusively determined, but the phenomenon is highly likely to be attributed to some causes other than the subject device. The manufacturing history was reviewed, with no irregularities related to this problem noted. If add'l info becomes available at a later time, this report will be supplemented. Please cross-reference the following reports for the associated three complaint cases: MFR reports: 8010047-2015-00052, 8010047-2015-00053, 8010047-2015-00055.

Event description:
Olympus medical systems corp (omsc) was informed that the secretions of four patients tested positive for multidrug-resistant acinetobacter after having undergone a bronchoscopy procedure. It was performed for the subject device that manual pre-cleaning, leakage test and reprocessing by aer with validated procedure. The subject device and the aer were tested negative for contamination by an external specialized laboratory for micro-organisms. Leakage test and visual inspection were performed by the facility with no irregularity. The four patients needed to be treated, but they did not need to be hospitalized or prolonged.